Event description:
It was reported that a patient¿s device system was removed in (B)(6) 2012 due to infection. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v662598, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).